Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was observed to have been severed in two segments at 15 cm from the is-1 terminal pin. Resistance testing was successfully passed for both returned segments. An x-ray showed no fracture(s). Calcified body fluid (calcification) was observed on the electrode tip. Analysis concluded it was possible that depending on how much calcification was on the lead before explant, the impedance measurements could have been affected.

Event description:
Additional information provided from the field indicates that the rv lead was later explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. A sudden rise in pacing impedance measurements from 900 to 1600 ohms was also observed. No intervention has been performed and the rv lead remains implanted and in service. No adverse patient effects were reported.